Event description:
Per the user facility medwatch report# (B)(4), the event is described as follows: "employee administered an injection. When attempting to engage the safety cap with moderate pressure, the cap did not engage and the employee was stuck by the needle when placing a bandaid on the pt. No serious injury to the employee occurred."

Manufacturer narrative:
The involved device was not returned for eval and the lot number is not known, which significantly limits the investigation. Therefore, the investigation consisted of a review of info from the user facility and eval of retained samples from random lots of the same product. Unfortunately, the cause cannot be definitively determined based on the available info. Retained samples did not have any evidence of a device defect or malfunction. The device labeling does address the potential for such an occurrence in the instructions-for-use, with statements such as the following: "handle with care to avoid needlesticks"; and "keep hands behind the needle at all times during use and disposal". All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending, and f/u. (B)(4).